Event description:
It was reported that the devices were used during a roux en y, gastric bypass and a laparoscopic cholecystectomy on the patient. The trocars were leaking throughout the procedure. At the end, they converted to open procedure in order to perform the laparoscopic cholecystectomy, because any time the devices were inserted, the air would leak out.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Yes, whistling and hissing. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 2 canisters. Were you able to identify where the leak was coming from? Gasket. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm reuseable babcocks, graspers and enseal. Was any torque being applied to the trocar or device? Yes. Additional information was requested and the following was provided: what type of insufflator was being used? Stryker system... Not sure of the model # but a relatively new hd tower. Was there a specific trocar that caused the conversion? Not sure which one... It seemed that all of the 12mm ports were leaking. If an instrument was placed in a port than the abdomen would completely deflate. Did the 5mm trocar contribute to the conversion? I do not believe so. He wanted them sent back for analysis just in case. Were there any other factors that led to the conversion? No. He stated that he would have been able to perform the routine lap chole if he could have achieved pneumo. Can you please provide the details of the change in the patient's post operative care? Unknown. Patient's weight, bmi, age, sex? Older male, approx (B)(6) lbs. Did the patient have any pre-existing conditions? Only morbid obesity. Patient's current status? Unknown. Were the trocars reprocessed? No. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (d) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (e) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Devices a-e: as the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the obturator of device (f) was returned with the lens cracked. As the sleeve was not returned for analysis, no testing could be performed to evaluate the incident reported. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. Batch # g9kr27, mfg date: 8/4/2010, exp date: 7/4/2015. (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.